Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had rapid battery depletion due to high right ventricular (rv) lead outputs. It was noted that the rv lead had a lead warning due to low impedance measurement. It was also noted that the r-wave amplitude was low and over time the bipolar rv impedance was varying and decreased. Reprogramming was done to turn the rv lead off and the device remain in use. No patient complications have been reported as a result of this event.